Event description:
While introducing the first coil into the microcatheter there was strong resistance felt. The coil was taken out and was found to be stretch out. This event happened while attempted coiling of an aneurysm located in left anterior communicating artery. The aneurysm measured 5.5mm and was not calcified. The procedure was successfully completed and there was no patient injury reported. This product will not be returned for evaluation and testing.